Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Five reports from same institution/surgeon in (B)(6), despite many requests unable to identify surgical procedure or provide specific patient information: (B)(4).

Event description:
According to the reporter, there was bleeding of less than 250cc first reported as after the anastomosis and later clarified as occurring 1-2 days post-op. The staple line was described as perfect with no insufficiencies, no reinforcement material was used. In 3 cases crossing of the linear clip seam, in two cases end-to-side anastomosis without clip seam crossing. The surgeon was an experienced user, the device was fully squeezed and the donuts were complete. On (B)(6) 2016 follow-up information indicated that the post-op bleeding was addressed with clips placed during rectoscopy. It was unknown if the patient was administered any anesthesia. The device will not be returned.

Manufacturer narrative:
Reference number: (B)(4).